Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was blunt during surgery. An alternate knife was obtained in order to continue the procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package for the report of blunt. Scratches were found on the package tray the knife was returned in. The sample was visually examined and was found to be nonconforming with a damaged tip and a damaged cutting edge and with foreign material present on the blade. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The foreign material on the sample was sent for ftir analysis. The foreign matter analysis was inconclusive suggesting the presence of elemental or inorganic species and was not related to the customer reported issue. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the provided lot number for the reported complaint issue. The exact root cause of the reported issue could not be determined from the investigation performed. The damage to the tip of the knife and cutting edge is consistent with damage that can occur when the knife contacts a hard surface or if the knife is improperly handled. The foreign material around the edge of the blade was unable to be identified. Where and how the foreign material was introduced, and how the tip was damaged, cannot be determined from the evaluation. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any non-conformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).